Event description:
Consumer claims to have been pierced at a retail vendor on 6/26/98. On july 4th rptr sought medical treatment for swelling and pain at the ear piercing site and was prescribed medication. The situation worsened and on july 17 rptr went to the hospital for treatment of the infection.